Manufacturer narrative:
Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. A backup device and another  therapy cable was available and was used to successfully deliver defibrillation therapy to the patient. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.